Manufacturer narrative:
1/7/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, a component disengaged into the pt's cavity. The hosp has reported no pt injury occurred.